Event description:
It was reported that the programmer received a "serious programmer error" while interrogating devices. Technical services suggested that the 2090 service diskette be run on the programmer. The status of the programmer is unknown. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.